Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the power cable on the patient side cart (psc). The system was verified and ready for use.

Event description:
It was reported that the power cord on patient side cart (psc) was found to be damaged. There was no report of patient involvement.